Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012 the wife of an (B)(6) male patient contacted zoll customer support to report that the patient had two open wounds underneath the electrode belt's front therapy electrode (te) pad. The wife reported that she placed band-aids over the wounds. The patient's wife contacted customer support later that day to report that the patient saw his cardiologist who recommended the patient remove the device and placed the patient on a 24 hour monitor. It is unknown whether the patient required medical intervention. The clinical outcome of the wounds is unknown.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for the event investigation. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.